Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that two blunt knives were noted during two different surgeries. Alternate knives had to be obtained in order to complete the procedures. There was no impact to the patients. No further information is expected. This is one of two reports being filed for this facility. This report is for the first knive.

Manufacturer narrative:
Evaluation summary: two opened 2.8mm hp2 slit knives were received in blade protector trays for the report of blunt. The knives were not seated in the tray properly. The samples were examined per facility procedure and were found to be visually nonconforming with damaged tips and cutting edges. Penetration and sharpness testing could not be performed due to the damage of the samples. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. A root cause cannot be determined for the complaint as described by the customer. The exact root cause for the damaged knife is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. A training presentation on handling techniques was prepared under a corrective action and will be provided to the account representative for this entity to discuss proper handling of blades. In addition, another corrective action has been initiated to investigate an increased trend in dull blade complaints and to identify if further actions are warranted. An effectiveness check will also be established and monitored upon completion of these actions. (B)(4).